Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication via an implantable infusion pump for the treatment of non-malignant pain and lumbar radiculopathy. The old drug in the pump used to be morphine and bupivacaine at unknown concentration and dosage. It was reported that the pump was not functioning at the time of the report because it was "old". There was no medication in the pump. The event date was asked but unknown and the patient thought it was in 2014. No patient symptom was reported and no further complication was reported.